Event description:
On (B)(6) 2013, the reporter contacted animas to report blood glucose (bg) excursions up to 500 mg/dl with sweating and ¿not feeling right and that the reporter bolused to correct for the elevated bgs . This bg excursion meets animas criteria for a hyperglycemic adverse event. It was reported that the pump the pump emitted multiple loss of prime alarms and that the reporter primes after receiving the alarms. The reporter noted cold insulin was used to fill the insulin cartridges and using the insulin cartridges for 3 days before replacing. The reporter was advised that the user guide instructs the user to use room temperature insulin to fill the insulin cartridges. The reporter was instructed to change the cartridge and contact animas if they encounter further issues. This complaint is being reported because the reporter experienced a hyperglycemic adverse event associated with an alleged loss of prime issue.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.